Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set fell off events on 08-jun-2024. The set was in use for 2 hours. Blood glucose levels were 140-150 mg/dl for the first event and 220 mg/dl for the second event. Patient replaced infusion set and resumed insulin successfully. No further information available.